Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: guide wire: sion, guide catheter: launcher. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion in the distal right coronary artery with moderate tortuosity, heavy calcification and 90% stenosis. A 2.5x15mm trek rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The balloon was soaked and air aspiration was performed outside the patient anatomy. The trek was advanced toward the target lesion and failed to cross due to the anatomy. The trek was removed and replaced with a non-abbott balloon that was used to further dilate the lesion. The trek was advanced a second time and the balloon successfully crossed the lesion. The balloon was inflated once and ruptured at 9 atmospheres (atm). The device was removed and replaced with an nc trek that was used to continue the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.